Event description:
The customer reported when the device is powered on the display flashes once and then goes black. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported when the device is powered on the display flashes once and then goes black. There was no report of pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.